Event description:
It was reported that during procedure, the fiber was found melted and stuck in the fiber port and fused into lens assembly. Also, the console displayed error code 153- laser deck - shutter not closed. The procedure was completed with another fiber without patient complications.